Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the sureform60 stapler instrument and the green sureform60 reload associated with the incident for failure analysis investigation but at this time the instrument has not been returned. If additional information is received, a follow-up MDR will be submitted. An isi failure analyst engineer (fae) conducted a stapler log review. Per the fae, the logs show the first sureform 60 stapler instrument (part #480460-09, lot #l92220309-0033) was installed 2 times and fired 2 reloads (1 black followed by 1 green). Both firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. The peak firing force for the green firing was very high compared to the black firing. The second sureform 60 stapler instrument (part #480460-09, lot #l93220201-0325) was installed 3 times and fired 3 reloads (all blue). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following: during a da vinci-assisted sleeve gastrectomy surgical procedure, tissue was pushed and not cut when a green sureform 60 stapler reload was fired with a sureform 60 stapler instrument. The surgeon used a backup sureform 60 stapler instrument and stapled medially to the incomplete staple line. Additionally, the surgeon over-sewed the staple line. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, tissue was pushed and not cut when a green sureform 60 reload was fired with a sureform 60 stapler instrument on gastric tissue. An intuitive surgical, inc. (Isi) executive sales representative (esr) was contacted by the surgeon, and the following information was provided regarding the reported event: the surgeon reported that he had used a black sureform 60 reload with ethicon buttress material for the first fire and had no issue. The surgeon used a green sureform 60 reload on the second fire with no buttress material. Some tissue was pushed out about halfway through the stapler fire. The initial part of the staple line was formed. However, for the remainder of the staple line, the tissue was pushed out and the staples were dumped. The surgical staff replaced the sureform 60 stapler instrument with a backup sureform 60 stapler instrument. The surgeon then stapled medially to the incomplete staple line, and over-sewed the staple line. The system generated no errors and the surgeon removed all the loose staples that were dumped. It was reported that some of the staples were malformed. The surgeon speculated that a loose staple could have been caught in between the jaws of the stapler instrument and caused the tissue pushout event. The surgeon completed the procedure with no further issues reported. The patient is reported to be recovering well with no report of any post-operative complications.